Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the customer experienced hyperglycemia with blood glucose value of 461 mg/dl. The customer blood glucose level was 387 mg/dl at the time of incident. The customer was treated with bolus for high blood glucose level. Customer stated that insulin pump receive insulin flow block alarm and the alarm was resolved by complete set change. Customer declined to troubleshoot for high blood glucose value. The device will not be returned for analysis.